Event description:
It was reported that the user experienced recurrent hypoglycemia after a meal, with self-reported blood glucose values of 55 mg/dl, partial recovery to 71 mg/dl, a subsequent drop to 54¿55 mg/dl confirmed by fingerstick, treatment with glucose tablets, and later increases to 81 mg/dl and then 124 mg/dl, with troubleshooting and education provided regarding immediate treatment and rechecks. Symptoms included hypoglycemia. Outcomes included no hospitalization and self-resolution with oral glucose and continued home monitoring. Investigation included customer service troubleshooting and user education. Investigation of this case revealed no device alarms reported and no confirmed device malfunction, with event etiology remaining unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.